Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe had foreign matter on the tip of the needle. The following was received by the initial reporter: this report is about fm on the needle tip. Fm (like a drop of water) was on the tip of the needle.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2234021. All inspection performed per the applicable operations qc specification.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe had foreign matter on the tip of the needle. The following was received by the initial reporter: this report is about fm on the needle tip. Fm (like a drop of water) was on the tip of the needle.